Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed an infection resulting on the decision to explant the device. The device was explanted on (B)(6) 2011. There are no plans to reimplant the patient as of the date of this report, (B)(6) 2011.